Manufacturer narrative:
Upon receipt of this spaceoar kit at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection did not identify failures or evidence that could lost due to decontamination process, the accelerator syringe held almost 5ml of solution, while the diluent almost 6 ml, it was also noted that the peg powder was melted. The microscope inspection under magnification identified some white particles floating in the accelerator solution, therefore a chemical analysis of the accelerator syringe was request. The device was analyzed using raman microscope depth scan to identify the composition of the particles, the analysis showed two domains, the first component showed an organic composition while the other component showed an inorganic source. The first component was suspected an organic substance, the signal was compared with the database of the system, the spectrum of the component was consistent with nonionic surfactants material. The other component was consistence with the composition of the accelerator syringe; the substance matches with phosphate salts. The depth map indicates that these phases, the organic and inorganic phase, are situated together. This aligns with the behavior of hydrogel-like particles absorbing the saline solution from the syringe; as drying and gelation occur, water is expelled while phosphate salt residues become trapped within or along the gel matrix. These findings did not lead to a clear conclusion of the nature of the organic substance; the results indicated a potential cross contamination during the manufacturing process. Therefore, boston scientific request additional test to confirm the nature of the unidentified material found in the syringe. Once more details become available, a supplemental report will be submitted.

Event description:
It was reported that during the preparation for spaceoar placement procedure, particles were floating in the accelerator liquid. The procedure was completed using another device. There were no patient complications. Analysis of the returned device showed that there is a potential cross contamination from the manufacturing process.

Manufacturer narrative:
Upon receipt of this spaceoar kit at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection did not identify failures or evidence that could lost due to decontamination process, the accelerator syringe held almost 5ml of solution, while the diluent almost 6 ml, it was also noted that the peg powder was melted. The microscope inspection under magnification identified some white particles floating in the accelerator solution, therefore a chemical analysis of the accelerator syringe was request. The device was analyzed using raman microscope depth scan to identify the composition of the particles, the analysis showed two domains, the first component showed an organic composition while the other component showed an inorganic source. The first component was suspected an organic substance, the signal was compared with the database of the system, the spectrum of the component was consistent with nonionic surfactants material. The other component was consistence with the composition of the accelerator syringe; the substance matches with phosphate salts. The depth map indicates that these phases, the organic and inorganic phase, are situated together. This aligns with the behavior of hydrogel-like particles absorbing the saline solution from the syringe; as drying and gelation occur, water is expelled while phosphate salt residues become trapped within or along the gel matrix. These findings did not lead to a clear conclusion of the nature of the organic substance; the results indicated a potential cross contamination during the manufacturing process. Therefore, boston scientific request additional test to confirm the nature of the unidentified material found in the syringe. Once more details become available, a supplemental report will be submitted. ------- additional investigation results. Additional analyses were performed in the accelerator syringe using nuclear magnetic resonance spectroscopy. The analysis showed a relevant and intense signal that was assigned to polyethylene glycol (peg) and peg in addition to acetate, trilysine glutarimide, borate species and phosphate. Phosphate and borate species are expected components of the accelerator syringe, whereas peg (in particular, hydroxy-terminated peg), acetate, and trilysine glutarimide are not expected components of the accelerator syringe but are known by products of hydrogel hydrolysis. The available evidence provided by the health care facility, showed that the syringes had been opened, manipulated and handled without gloves during preparation. This aligns with steps in the standard clinical workflow, during which both the precursor solution and accelerator syringe are opened concurrently. The evidence supports a possible mechanism of cross contamination, in which a small amount of precursor or diluent solution was inadvertently introduced into the accelerator syringe, subsequently forming a hydrogel like precipitate that later degraded into the identified chemical species. The manufacturing team conducted an investigation reviewing manufacturing records, quality controls, and analytical data. The investigation has found no failure within boston scientific's design, manufacturing, or quality systems, and concluded that the precipitate did not originate from a boston scientific design, manufacturing, or quality failure. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labelling: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within his complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was completed and confirmed that the event of "syringe precipitate in device or device ingredient" and "vial melted" were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion. Therefore, the investigation conclusion code selected is "unintended use error caused or contributed to event", which indicates "the interaction between the user and device, or sample, caused or contributed to the error". Additionally, it was found the peg powder from the vial melted. It is more likely that this issue is traced to the inappropriate transport or storage of the device. For that reason, the issue found of "vial melted" will be assigned to the as analyze cause code of "cause traced to transport/storage".

Event description:
It was reported that during the preparation for spaceoar placement procedure, particles were floating in the accelerator liquid. The procedure was completed using another device. There were no patient complications. Analysis of the returned device showed that there is a potential cross contamination from the manufacturing process.